Event description:
It was reported that during a routine follow up, this pacemaker was discovered to be in safety mode. The physician plans on scheduling a device replacement procedure. At this time, no surgical intervention has been reported. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this pacemaker was discovered to be in safety mode. The physician plans on scheduling a device replacement procedure. At this time, no surgical intervention has been reported. This pacemaker remains in service. No adverse patient effects were reported. Subsequent additional information was received reported that a replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.